Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), the electrode belt failed the electrode belt current test, fall off test, and the therapy electrode recognition test. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval summary - device eval of electrode belt sn (B)(4) has been completed. Upon eval there was corrosion found in the distribution node on components j701, j702, j703, and j704, the tactile motor, all hex crimp ferrules, and all strain reliefs as well as all cable crimps in all therapy electrodes. The cause for the test failure is the corroded components in ECG-c and ECG-d. The root cause for the corroded components is likely the ingress of an unk liquid. No adverse event resulted from the defective electrode belt. The last pt to use this belt did not report any deficiencies.